Event description:
Patient had phacoemulsification of a left cataract with intraocular lens implant on 8/10/92. On 8/11/92 the surgeon reported that upon examination in the office, the patient had 13 fragments of a metalic substance in her iris. Other instruments include an alcon opthalmic slit knife, becton dickinson blade, visitec eye tip polisher, needle cystotome and u-shaped cannula. Device (handpiece and needle tips) sent to ecri for evaluation. Patient referred to second opthalmologist for an opinion.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.